Event description:
It was reported to philips that the wireless footswitch's charger was damaged, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. As a troubleshooting action, the philips service team provided a quotation for the wireless footswitch charger replacement, as requested by the customer due to the damaged charger. The quotation was approved and customer received a replacement charger via a work order and replaced it themselves and return the part for further analysis and confirmed that the wireless footswitch charger was loose and had broken internal elements. After replacing the wireless footswitch charger, the system was returned to use in good working order. The codes were updated based on the investigation outcome.